Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced suspected peritonitis. The cause of the suspected peritonitis was unreported. It was not reported if the patient was hospitalized for the event. Treatment rendered for the event and recovery status were not reported. The action taken with dianeal therapy was not reported. No additional information is available.